Event description:
Patient came down for CT guided thoracentesis. Md (medical doctor) used a 4fr 7cm yueh to aspirate fluid. Fluid was collected for culture and md pulled out the yueh. Upon pulling it out, all that came out was the hub of the catheter and the catheter itself was lodged in the patient. Further imaging was done in an attempt to remove catheter. General surgery contacted and able to pull out catheter with a team effort.